Event description:
It was reported that the procedure was to treat a carotid artery with 90% stenosis. The emboshield nav 6 was prepared and deployed per instructions for use (IFU) without issues. However, the emboshield filter started to move proximally close to the patient's jaw. The patient was moving their head aggressively causing the wire to be pulled back which resulted in the filter moving. A decision was made to retrieve the filter from the anatomy using the retrieval catheter per the IFU. No issue was noted at this point. The procedure continued and another emboshield nav 6 was deployed successfully. There was no clinically significant delay in the procedure. However, the patient started to develop a stroke shortly after the procedure. A computed tomography (CT) scan was performed and found an occultation which was from a small clot that was treated using an aspirating tube. The patient was hospitalized longer as a second intervention had to be performed due to the stroke. The patient is stable. In the physician's opinion, the stroke and clot occurred possibly due to the migration of the first emboshield nav 6 used in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of thrombosis and stroke are listed in the emboshield nav 6 instruction for use as known adverse events potentially associated with carotid stents and embolic protection systems. In this case, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, in the physician's opinion, the stroke and clot occurred possibly due to the migration of the first emboshield nav 6 used in the procedure. Based on the reported information, the migration appears to be due to the patient moving their head aggressively during the procedure causing the wire to be pulled back which resulted in the filter moving. A definitive cause for the for the reported patient effect(s) of thrombosis and stroke, resulting in unexpected medical intervention and prolonged hospitalization, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.